Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities, the interlock was engaged, and properly formed staples were on the surface of the single use loading unit (sulu). Microscopic inspection of the knife blade displayed no damage. Functional testing noted that the sulu was reset and loaded into the returned instrument. It was unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. The firing knob advanced and retracted without difficulty. The knife blade cut cleanly and completely. The remaining staples deployed and properly formed. It was reported that there was unexpected bleeding occurred along the staple line. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected an unreported condition: the instrument was partially applied. The product analysis noted evidence that the device was not used as intended. The issue can occur if the firing stroke was not completed and the firing knob was not fully retracted after firing. If the firing knob was not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at least 24 hours after an open small bowel resection the patient bled from the staple lines from the anastomosis, the anastomosis was created with an open bladed stapler and an open bladeless stapler was used to close the enterotomy. The surgical time was extended by more than 30 minutes. The patient had to be brought back to the operating room after 36 hours of bleeding so the surgeon could re-do the anastomosis and take unanticipated tissue to correct the situation. There was blood loss of more than 500 cc and required transfusion. The hospital stay was extended by 48 hours.